Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller indicates that the device has been off for probably 5 years, maybe more, because during covid they could no longer get a medtronic representative in their area. The caller reports that they turned the device off because it went up to a high rate and they got shocked and they managed to get the remote shut off and they have never turned it back on for fear that it will start electrifying them again. They are debating trying the therapy again or having it explanted. Agent offered to help walk the patient thru turning on the therapy again, but they declined. Due to fear of it being too high. They have tried other things in the meantime and nothing stays permanent, they are all kind of band aids. They tried physical therapy and other things and nothing worked as well as their first implant. Reviewed medtronic role. Reviewed physician finder website and the closest hcp was an hour away. Reached out to field staff to see if they know of a closer hcp who is accepting new patients.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the "went up to a high rate" was not determined. They went to a woman's clinic to meet representative and it was not the same therapy. It got more difficult to get d-2 to be successful with therapy that would result in correct stimulation that would correct symptom control. Patient reiterated getting shocked. They wanted a rep to be available to turn on and lower and know what is the issue so shocking won't happen.